Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the patient stating that they never experienced a jolting sensation. Patient confirmed the cause of their battery turning off and not turning back on or off was due to the device being put into MRI mode for their procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who reported since implant they turned therapy off every night to conserve their battery. When they turn therapy on in the morning they feel a jolt going through their heart/into their brain. The patient confirmed the jolt is not through their heart but rather into their brain and stated they sense the stimulation coming on when they turn it on in the morning. The patient also mentioned ¿it shuts down where it won¿t turn on or off¿ so they have to ¿fiddle with the communicator.¿ they also mentioned they want to be able to control their left hand as they can¿t control their phone or anything which frustrating due to their shaking.